Manufacturer narrative:
The field service engineer had completed work and was ready to put the covers back onto the system. He was moving the gantry at a slow speed to the zero position when he dropped his wrench. The fse bent over to pick up the wrench and used his opposite hand to reach out to balance himself. His middle finger on his left hand hit the exposed chain of the gantry. He went to the emergency room and surgery was required to repair his hand. He was released from the hospital.

Event description:
A field service engineer was repairing a tomotherapy system and severed part of his finger.